Manufacturer narrative:
Follow-up #1: date of submission 03/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/22/2017 with the following findings: during investigation, the display was found to function appropriately. The display was clear and legible. The complaint of lines through the display was not duplicated during testing. There was no defect found.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.